Manufacturer narrative:
The cause of the stent difficulties as stated in the complaint could not be confirmed. Product analysis could not verify the stent damage as stated in the complaint description. The delivery device with the stent on the balloon was received in good condition with no damage observed. Visual and microscopic examination of the catheter and stent did not reveal any defects or damage to the device that would have contributed to the stent difficulties as stated in the complaint description. The stent damage could not be confirmed. There are no similar complaints of this nature related to this batch number. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The physician was unable to cross the lesion with the 3.50x12mm taxus express2 drug eluting stent. When the device was removed from the patient, the stent struts were found to be flared. No patient complications were reported. Four attempts made to obtain additional information have been unsuccessful.